Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to due to infection. Update received 8/25/15. The sales rep has reported the prostalac removal and the reimplantation of devices. Complaint was updated on 8/26/15. Update 14 jul 2017: pfs and medical records received. In addition to what was previously, pfs alleges pain and limited mobility. After review of medical records for MDR reportability it was reported that the patient was revised to address culture-negative periprosthetic infection. Revision notes reported inflamed tissue, bone loss to an area of approximately 3 cm below collar of the femoral component, and tissue stained with methylene blue. Added complainant information. This complaint was updated on: 08 aug 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.